Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) used, contaminated, samples were provided for evaluation. All three samples underwent visual inspection, and the sets were assembled according to the product drawing. However, flash and a divot were observed at the tip of the luer on both the venous and arterial patient connector. These conditions do not contribute to air bubbles or leakage. Additionally, the arterial patient connector appeared to be damaged. The samples were subjected to leak testing following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water; in sample one, leakage was identified in the sample due to what appeared to be a cut in the tubing. In sample two, a bubble formed at the arterial patient connector and immediately broke away, indicating leakage on the connection. In sample three, no leakage was identified at any point of the set. Based on the investigation findings, the reported defect of air-in-line was confirmed. However, the exact root cause of the observed cut in the sample tubing could not be determined at this time. Due to multiple complaints related to air-in-line concerns were reported across various items, prompting the initiation of supplier corrective action request (scars) to investigate the issue. The supplier, gvs, conducted a thorough review of device history records and found no evidence of production issues or non-conformances. No manufacturing, material, or environmental root causes were identified. Engineering evaluations, including accelerated aging and simulated use testing samples with flash and divots at the luer cone, demonstrated no air bubble generation, and all samples met applicable leak and performance requirements. As the issue could not be reproduced, a definitive root cause could not be established at this time. However, this change addresses air bubble adhesion observed in tubing following the implementation of a dehp-free resin. The update is limited to design documentation only, with no changes to the bill of material (bom) or drawings at the dominican republic site or supplier level at this time. Existing controls remain in place in accordance with (B)(4). Any required bom and drawing updates will be implemented through a future change control process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 3: reason of complaint: during treatment microbubbles were noted in tubing for 5 different patients. The number of microbubbles present eventually filled the venous chamber with air during treatment, requiring staff to remove air multiple times from the venous chamber. The venous chambers had been full at treatment initiation. All connections were double checked during treatment and were still tight. All 5 patients were able to finish treatment with this tubing, and all had their blood rinsed back at the end of treatment.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.